Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard flat mesh device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the device and an anterior flat meshoma. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent right inguinal hernia repair. A bard/davol bard flat mesh was implanted in patient during this repair. On (B)(6) 2016: the patient underwent removal of the failed mesh. Upon entering the abdomen the physician noted the removal of ¿anterior flat meshoma.¿ patient continues to experience complications from the failed mesh. The mesh implanted in patient failed to reasonably perform as intended. It had to be surgically removed, necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus providing no benefit to him. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.